Event description:
Cs29 was brought into firing range after pressing close button twice. Stapler fired resulting in "firing complete", however there was tension on anastomosis during & after firing. Anastomosis had leak with malformed staples. Md removed and redid anastomosis with another device.